Event description:
Boston scientific received information that this right atrial (ra) lead displayed pacing impedance measurements greater than 2,500 ohms with no atrial capture. A revision procedure was performed and the ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.